Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. The two depressed negative battery pins did not allow for dc operation. The rear case assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had bad battery pins, which was clarified during baxter's evaluation as depressed battery pins. It was also reported there was no patient involvement.